Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one photo was provided for review. The photo shows an unsealed tray containing one catheter attached to a power port. Therefore, the investigation is inconclusive for the reported fluid leak issue as exact circumstances of the reported event cannot be verified from photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during preparation for a m.r.I. Isp implanted port placement procedure via internal jugular vein in the right chest wall. It was reported that leakage was detected in the catheter during pre placement irrigation/flushing. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during preparation for a m.r.I. Isp implanted port placement procedure via internal jugular vein in the right chest wall, it was reported that leakage was detected in the catheter during pre-placement irrigation/flushing. The procedure was completed using another device. There was no patient contact.